Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: hypotension and bradycardia. It was reported that during a right internal carotid artery stenting procedure, the pt experienced a brief period of sinus arrest for about 3 seconds during balloon inflation with a viatrac dilatation catheter after stent placement, resolving with balloon deflation quickly. There was no loss of consciousness, neurologic or hemodynamic changes during this period. Post procedure, the pt experienced symptomatic hypotension and bradycardia with complaints of dizziness and unsteadiness on his feet and was treated with IV fluids. An EKG revealed no documented av nodal block. Blood tests, which included calcium, phosphorus and magnesium, were all found to be okay. The serum creatinine was elevated to almost 2.0 and was treated with IV fluids. The blood pressure returned to normal and the heart rate was in the 50s. The serum creatinine at discharge was down to 1.31. The pt was discharged home 2 days post procedure with metoprolol held until the f/u visit. Though requested, no add'l info was provided.

Manufacturer narrative:
Study event. The device remains in the pt. The lot number was provided. Review of the device history record did not produce any finding relevant to this report. Hypotension and bradycardia are known potential adverse events, associated with the use of carotid stents as stated in xact instructions for use (IFU). The reported hospitalization was in response to the observed pt symptoms. No device malfunction was reported.